Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out of calibration force sensor. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: large prime was verified in the prime history. Force sensor calibration reading was high. Opened pump and removed from case found a unknown yellow object in force sensor and gear compartment. Force sensor resistance reading was in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.